Event description:
Event description guidant received information that following implant of this cardiac resynchronization therapy pacemaker, which is part of an advisory regarding the c2 capacitor component, the physician realized the leads had been placed in the incorrect ports. The atrial lead was in the top port, the right ventricular lead in the middle port, and the left ventricular lead in the bottom port. The lead connections were corrected in an immeadiate revision procedure. No adverse effects were reported for this non pacer-dependent patient.

Event description:
Boston scientific (formerly guidant) received information that following implant of this cardiac resynchronization therapy pacemaker, which is part of an advisory regarding the c2 capacitor component, the physician realized the leads had been placed in the incorrect ports. The atrial lead was in the top port, the right ventricular lead in the middle port, and the left ventricular lead in the bottom port. The lead connections were corrected in an immediate revision procedure. No adverse effects were reported for this non pacer-dependent patient.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker and lead system remains in service. No additional information is available at this time. If additional information becomes available, this event will be updated. Additional information was received that the patient with this device later expired for an unspecified reason. The device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, device data was insufficient to obtain battery status. The device had no telemetry and a memory download could not be performed.